Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a consumer regarding an unknown patient who used an implantable infusion pump. It was reported on (B)(6) 2016 that an unknown patient had scarring from the catheter being wound up behind the pump. The patient's status was unknown. The patient's medications were unknown. The patient's medical history was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.